Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure involving a faulty scope socket and slide detection bar. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope detection bar rebounds intermittently. The issue occurred during service/maintenance involving a video system center. There was no patient involvement.